Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked at the proximal end of the patient during the drug clinical trial infusion. The following information was provided by the initial reporter: "another incident in oncology with a leaking smartsite connector that is situated at the proximal end of the patient. This incident has been reported internally to the executive team as the infusion that was running at the time was a research drug during a clinical trial.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 22055938, d.4. Medical device expiration date: 18-may-2025, d.9. Device available for eval: yes, d.9. Returned to manufacturer on: 05-oct-2022, h.4. Device manufacture date: 17-may-2022. H.6. Investigation summary: nineteen 10010454-0006 samples from lot 22055938 were received in sealed packaging for investigation. The feedback provided by the customer indicates leakage was detected from the smartsite component during a chemotherapy infusion. A visual inspection of the returned samples revealed that fifteen of the returned products had smartsites that appeared oval in shape, whilst the remaining four sets had circular smartsites. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055938 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit); a review of the customer feedback database indicates that there is no increased trend for oval smartsite valves, with only a small number of similar reports received in the last 12 months. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked at the proximal end of the patient during the drug clinical trial infusion. The following information was provided by the initial reporter: "another incident in oncology with a leaking smartsite connector that is situated at the proximal end of the patient. This incident has been reported internally to the executive team as the infusion that was running at the time was a research drug during a clinical trial.

Manufacturer narrative:
Medical device expiration date: unknown. 10010454-0006 510k: this is an international code - the model#/catalog# identified is carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 10010454. The 510k number provided for the domestic similar product: k944320. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.